Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the insulin pump was damaged. The customer's blood glucose level was damaged. The customer reported that the o-ring was broken and the top part of reservoir was broken and was causing not to get the right amount of insulin. The insulin pump will be returned for analysis.